Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increase in right ventricular (rv) lead threshold. It was also reported there was a breach in the rv lead outer insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.